Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: break in the distal exterior cover of the drivelinespecific component(s) involved: driveline malfunctionadditional text: break in distal exterior cover of drivelineother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): other interventions, specifyother intervention : boot placed to perc siteimplant device type: both (in the same or visit)malfunction device type: lvad